Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to confirm and duplicate the reported problem. It was determined that the drive train components were the root causes and were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a travel coarse error check clutch / plunger lever - confirmed through the device evaluation. The event occurred during testing.